Event description:
The brush head disengaged during use. This is a reported as a malfunction with the potential to cause serious injury. A minor injury, stabbed in the cheek, was reported. This was identified during our retrospective review to identify malfunctions with the potential to cause serious injury.

Manufacturer narrative:
The head was manufactured at the following location: (B)(4). The body was manufactured at the following location: (B)(4). Device not returned.